Manufacturer narrative:
Pump received and unable to perform displacement test due to missing retainer. Unit received missing o-ring (reservoir tube), minor scratches on case,cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and a crack is on the reservoir compartment. Customer's blood glucose was unknown at the time of incident. No further details given.